Event description:
A 4.0mm locking screw would not lock into place. Surgeon backed the screw out a few millimeters and tried again. The screw seated flush to the plate, but would not lock into place. Surgeon switched from the torque-limited screwdriver to the ratchet handle. While using one hand on the screwdriver, he made a half turn with the ratchet handle and the tip of the screwdriver shaft broke off and lodged in the hex of the 4.0mm locking screw. The broken tip could not be removed. This caused a 5-min surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.